Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. Per the sr, manufacturer performed an on-site assessment and replicated the reported event. To resolve the issue, the ar to resolve the issue, the ar replaced the 6 button footswitch and laser, then found the system to meet manufacturer specifications per service test procedure (stp). Sample was received at the manufacturing site. A visual assessment of the returned sample revealed no visual nonconformities. The reported event was replicated upon firing the laser beam from the msl port. The optics were cleaned, and a small black piece of debris was found in the micropulse selective laser trabeculoplasty chimney. The laser was then tested per stp and found to meet specifications. The root cause of the reported event is attributed to the debris in the micropulse selective laser trabeculoplasty chimney. The footswitch has a low signal and low laser power at four spots. The customer reported event was confirmed through testing at manufacturer which found debris in the micropulse selective laser trabeculoplasty chimney. The root cause of the reported event can be attributed to debris in the micropulse selective laser trabeculoplasty chimney; however, how or when this occurred remains inconclusive. This complaint has been reviewed and based on a low occurrence rate; it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic system has low signal or laser. Procedure details and patient impact have not been provided.